Event description:
The customer reported that the device failed to power up.

Manufacturer narrative:
The factory has not yet rec'd the device for evaluation, and this investigation is still under investigation.